Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessels were reported to be diseased. It was reported that the physician inserted the talent stent graft delivery system into a false lumen of the aorta; however, the physician did not know that the device was in the false lumen until two stent rings of the stent graft were deployed. The physician attempted to pull the stent graft and the delivery catheter out of the pt; however, since the stent graft was partially deployed, the physician was unable to remove it from the pt. Therefore, the physician pulled the stent graft downward to the iliac artery and deployed the remainder of the stent graft, covering the left hypogastric artery. An aortic dissection was noted and may have been caused during the procedure by wires or catheters, when the bifurcated stent graft was inserted into the false lumen or may have happened prior to the procedure. The physician elected to treat the dissection by deploying a second talent bifurcated stent graft from the other side of placing it under the renal arteries. The physician then implanted another manufacturer's limb stent graft to bridge the gate of the second bifurcated graft with the main body of the first graft. The dissection was covered, and the case was completed. No additional clinical sequelae were reported, and the pt is fine. Medtronic has received the device and its analysis is pending.

Manufacturer narrative:
Eval codes, results: conclusions: (not following the instructions for use; pulling down a deployed stent graft).